Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was possible intermittent under sensing with the right ventricular (rv) lead which resulted in ventricle paced events. The clinician noted that device was pacing and did not appear to correlate with the qrs complex. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.